Manufacturer narrative:
Allergan has exercised all due diligence to gather additional information from the social media poster through multiple phone calls and emails, but to no avail. The reporter, through a message relayed by his secretary, has declined to communicate with allergan regarding the incident or respond to any of its requests for additional information. Although the allegation remains unsubstantiated, the event will be assessed conservatively as serious and related to the device out of an abundance of caution. Trauma is one of the factors leading to fat embolism. Cryolipolysis, the mechanism by which coolsculpting reduces fat, involves trauma to adipose tissue through a cooling process. No previous occurrence of fat embolism has been reported to zeltiq. At this time, there are no publications or study data available to confirm that coolsculpting can contribute to fat embolism. The occurrence of such an event is highly unlikely, but not impossible.

Event description:
On (B)(4) 2019 allergan was made aware of an allegation of fat embolism leading to death, posted on a coolsculpting treatment provider's website. The post states, "my neighbor died from it by fat embolism."